Manufacturer narrative:
No additional information was able to be obtained. At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and non-boston scientific lead was emitting tones and exhibited out of range impedance measurements. The patient was also having difficulty communicating with the remote monitoring system. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which noted that a revision procedure was performed due to high impedance measurements. The non-bsc lead was not tested via the pacing system analyzer (psa) during the revision, but the high impedance measurements were reproduced with the programmer prior to the start of the procedure. The device explanted and replaced during the procedure. No additional adverse patient effects were reported.